Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported and associated with mdrs # 1225714-2013-00484, 1225714-2013-00230, 1225714-2013-00485, 1225714-2013-00486.